Event description:
Lap sponge left in abdominal wound. On 6/21/94, a 32-yr-old female underwent a laparotomy. During her recovery period, she developed abdominal distention along with temperature elevation. An x-ray of her abdomen was performed, and the report revealed a radiopaque foreign object overlying the left sacrum. A repeat laparotomy was performed on 6/24/94, and a retained lap sponge was removed. On 8/17/94, it was discovered that rptr's facility had another incorrect sponge count through the quality assurance process, they have discovered a count of 6 lap sponges in two containers (they are supposed to be packaged with 5 lap sponges). Since we had an incident of a sponge left in a pt, they determined that this was a reportable event.